Manufacturer narrative:
Product event summary: analysis confirmed that the stylus and cursor did not align on the programmer's display screen.

Event description:
It was reported that the programmer's stylus pen was not working. A new stylus was attempted, and the programmer was calibrated multiple times, but the issue continued to get worse. The programmer has been returned to service. No patient complications have been reported as a result of this event.